Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that the patient underwent implant of coloplast t-sling on (B)(6) 2010 due to sui. Patient underwent sling release on (B)(6) 2010. Patient underwent removal of vaginal mesh and repair of urethra on (B)(6) 2010 due to pain and erosion into urethra. Patient underwent implant of bioarc (american medical systems) on (B)(6) 2011 due to sui. Patient underwent vaginal mesh removal, lysis of adhesions x15 minutes, burch procedure, urethral repair and robotic assisted laparoscopy on (B)(6) 2012 due to chronic pelvic pain. No additional information was provided.

Manufacturer narrative:
(B)(4).